Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device cannot be fired when the lung tissue is being removed. A new reload and handle was used to complete the case. The surgical time was extended by more than 30 minutes due to the product problem. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.